Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that the device does not last as long as they were told (5 years). They said they were lucky to get 2 years out of it, the internal battery goes dead and they have to have surgery about every 2 years. No further complications were reported/anticipated.